Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2011 due to movement of the acetabular cupshell and fracture of the acetabular screw components. Patient suffered from dementia and postoperatively, was reportedly non-compliant with surgeon's recommendations leading to extreme forces being applied to her acetabulum. Revision was performed to repair and replace the acetabulum and an adjustment of the neck length was performed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur in the relative contraindications section 1) uncooperative patient or patient with neurologic disorders who are incapable of following directions. Furthermore, excessive activity, trauma and weight gain have been implicated with premature failure of the implant by loosening, fracture, and/or wear. This is MDR one of three (0001825034-2012-00036. 0001825034-2012-00041, and 0001825034-2012-00042) for this event.